Event description:
Initial rptr stated during a phacoemulsification procedure, the vacuum was not working as it should. It was sluggish. Although all lines were checked for kinks and the handpiece was flushed and changed, the situation remained unchanged. Surgery was delayed about ten minutes as they did the above and later switched to a tubing from a different lot number. There was no adverse effect on the pt.